Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was received for investigation. Upon evaluation of the device, the electrical insulation between conductor wires 1-4 and the thermocouple wires was also tested while the catheter was deflected and un-deflected. A short circuit between electrode 1 and tct was detected. The device was electrically tested following all other additional testing performed. However, the short circuit between electrode 1 and tct was no longer present. The cause of the initially observed short circuit remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.